Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 100 cm long, fusiform thoracic aortic aneurysm located in zone 4. The aortic neck diameter was 20 mm. A homemade stent graft was implanted proximally to the talent stent graft. The homemade and the talent stent grafts were implanted without complication; however, at the 1-week post-operative CT follow-up, a small amount of in-stent, non-circumferential mural thrombus was observed near the end of the talent graft. It was reported that at the three year follow-up, the aneurysm was 48mm in diameter as seen on CT and there was no endoleak or aneurysm rupture. The patient continued to be monitored for the thrombosis inside the stent graft; however, by the three year follow-up the thrombus was still present. A CT scan from 46 months ago confirmed thrombosis within the stent graft. The patient was placed on anticoagulant therapy two weeks post implant and the patient continued to be monitored. No other intervention was performed and the patient continued on the anticoagulation therapy. The exact date of the event and the cause of the thrombosis are unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (thrombosis); lack of information (unknown cause of thrombosis). Conclusion: lack of information (unknown cause of thrombosis).